Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a loss of image and a thermal event.

Manufacturer narrative:
Alleged failure: the powered off on its own during case/over heating turning off and on. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be due to lint obstructing fan blade functionality; possibly leading to overheating error and shutdown. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a loss of image and a thermal event.